Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas repeatedly displayed alert 38 despite being fully charged and restarted multiple times, leading the user to convert to backup therapy and prompting shipment of a replacement device. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no medical treatment, no emergency care, and no hospitalization. Investigation included remote troubleshooting and user education, verification of device serial number and shipping details, and instructions for data sync, shutdown, return, and re-start with the replacement. Investigation of this device revealed a device alarm and malfunction consistent with an unresolved restart/alert condition; no contributory user error or accessory issue was identified. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.